Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is based on the customers report of "between (B)(6) 2017". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using his adc blood glucose meter due to a fast draining battery. Customer reported that in (B)(6) 2017, he experienced feeling light headed and dizzy and experienced a loss of consciousness. Customer's family member called the paramedics and upon their arrival, customer was transported to a hospital where he was diagnosed with hyperglycemia and treated with insulin. Customer could not recall if paramedics provided any medication. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite meter has been reviewed and the DHR showed the meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. (Date of event) was incorrectly documented in the initial report.

Event description:
Customer reported being unable to test using his adc blood glucose meter due to a fast draining battery. Customer reported that in (B)(6) 2017, he experienced feeling light headed and dizzy and experienced a loss of consciousness. Customer's family member called the paramedics and upon their arrival, customer was transported to a hospital where he was diagnosed with hyperglycemia and treated with insulin. Customer could not recall if paramedics provided any medication. No further treatment was required. There was no report of death or permanent injury associated with this event.